Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The reported device is unknown at this time additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that shortly after using cautery at the beginning of the surgery, the scrub noticed fire coming from the monopolar cord which was being used by the surgeon. The cord was no longer attached to the plug (it had burned off and fell to the ground) the plug remained in the machine and a flame of fire was coming out of the monopolar cord. Staff smothered the flame. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: burnt/melted cable. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be power set too high, generator power malfunction, or exceeded 20 uses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The lot number was not provided. The product was not received in its original packaging and there was no lot number mark on the product; therefore the device manufacturer date is not known. (B)(4).

Event description:
It was reported that shortly after using cautery at the beginning of the surgery, the scrub noticed fire coming from the monopolar cord which was being used by the surgeon. The cord was no longer attached to the plug (it had burned off and fell to the ground) the plug remained in the machine and a flame of fire was coming out of the monopolar cord. Staff smothered the flame. The procedure was completed successfully.